Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: early improvement of daily physical activity after catheter ablation for atrial fibrillation in an accelerometer assessment: a prospective pilot study. Annals of noninvasive electrocardiology. 2021. 26:e12807. Doi: 10.1111/anec.12807. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports one patient who experienced cardiac tamponade at the end of the ablation. A pericardiocentesis was performed and the patient was discharged five days later. The status/ disposition of the catheter is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.